Event description:
The patient came in reporting pain due to aseptic loosening and the cause is unknown. About 10 months after the primary surgery, the surgeon revised all components except the patella and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24 october 2022: lot 2000509: (B)(4) items manufactured and released on 25-mar-2020. Expiration date: 2025-03-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional component involved: gmk-sphere 02.07.1205l tibial tray fixed cemented size 5 l (k090988) lot. 2013144: (B)(4) items manufactured and released on 25-aug-2021. Expiration date: 2026-07-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.